Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine's blood pump rotor cut the blood pump tubing segment during a patient's hd treatment resulting in blood loss. The patient¿s estimated blood loss (ebl) is unknown. It is unknown if there was any patient harm or adverse event. Per the bmt, the machine was returned to service after they replaced the blood pump rotor. No sample is available. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.